Event description:
The customer reported the fluoroscopic image was continually grayed out and as a result unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.